Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was not moving. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) observed the cam/gear assembly had missing/sheared gears that contact shaft assembly. The srt replaced the cam/gear assembly. The srt performed verification/release testing of the unit. The unit operated to manufacturer specifications and was returned to clinical use. Per the instructions for use (IFU), the sternal saw must have preventive maintenance (pm) every six months for optimum operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.